Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 03-feb-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving sufentanil, clonidine, and bupivacaine via an implanted pump. On (b(6) 2020 the patient reported that in (B)(6) 2020 she was diagnosed with a granuloma and put in the hospital for 4 months to have the granuloma surgically removed. It was her understanding that all of the granuloma was removed surgically, and it was resolved. They told her that the granuloma was due to the dose of the medications that were in her pump, so while she was in the hospital, they removed the sufentanil, clonidine, and bupivacaine. The patient stated that she thought once the granuloma was removed, the pain would go away, but it had not. In july, they put bupivacaine (10 mg/ml at 3.002 mg/day then 3.617 mg/day) alone, but it was not helping so they removed the bupivacaine on wednesday ((B)(6) 2020) and put sufentanil (20.01 mcg/ml at 100 mcg/day) and clonidine (20.01 mcg/ml at 100 mcg/day) in the pump. No further complications have been reported as a result of this event.